Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol pre-shaped w/ keyhole (device #2) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol pre-shaped w/ keyhole (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol pre-shape/keyhole (device #2) on (B)(6) 2010 or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the pre-shape/keyhole (device #2) . As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
H10 at this time no conclusions can be made regarding the bard/davol pre-shaped w/ keyhole (device #2) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol pre-shaped w/ keyhole (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). H11 this supplemental emdr corrects an error that was identified in the record. The following field has been updated d4 (product catalog number) the following fields have also been updated: g1, g2, g4, g7, h2, and h11. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) or an unspecified bard/davol pre-shape/keyhole (device #2) on (B)(6)2010 or (B)(6)2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the pre-shape/keyhole (device #2) . As reported, the attorney alleges patient experienced emotional distress and the device was defective.